Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer¿s attorney reported that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. Customer used pump sn (B)(6), which has a clear retainer ring. The date of injury was in (B)(6) 2020. Customer¿s attorney did not specify if the injury was a high or low blood glucose event. There was no report of blood glucose value of 2mg/dl. No treatment was mentioned. Troubleshooting was not done. Customer alleged pump was used within 48 hours of the event. Customer discontinued the pump. Pump returned under (B)(4) for a retainer lip ring that broke off. Customer had noticed it when she pulled it out of her pocket and it clicked like something was damaged. Pump was received on march 9, 2020. Per failure analysis, unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, cracked battery tube threads, broken reservoir tube lip, missing serial number label and cracked case at battery tube side. Pump could not have been used on the alleged event date, as pump was returned before that time.

Event description:
Medtronic legal received information from the attorney of the family on january 10th, 2025, medtronic received notice of a device/product legal hold notification containing 1 individual claimants. It was reported to medtronic minimed that the customer experienced low blood glucose, retainer ring damage. Customer reported low blood glucose value of 2 mg/dl. The customer reported hypoglycemia, insufficient information treated with other. The event involved product(s) mmt-1780kpk. Customer reported insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. It was unknown whether the customer was used insulin pump with in 48 hours of reported event or not and it was unknown whether the automode feature was active at the time of event or not. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-1780kpk.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.